Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. The patient is +1.50 over corrected. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).